Event description:
It was reported that the right atrial lead was oversensing and there were numerous inappropriate atrial high rate (ahr) episodes. Additionally, the lead was not capturing at normal outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.